Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1g, every five days, ongoing, route not reported), meropenem injection (1g, daily, ongoing, route not reported) and amikacin injection (125mg, daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.